Manufacturer narrative:
Initial and final MDR (B)(4), device 1 of 2.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced 15 infusion set tubing detachment event on 11-nov-2024. The site of detachment was tubing connector. The infusion set was in use for less than forty eight hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.